Event description:
Pt underwent cardiac catheterization. While cleaning up after procedure, flush was found to be lidocaine 2 gram infusion instead of heparinized saline. This was inadvertently placed in flush bowls. The case was very short and little was used off the table (approx 50 cc) not directly to pt, this was used in wiping, flushing etc. Co notified immediately post incident. Lidocaine toxicity was ordered. The pt recovered without incident and was discharged to home 5/16/97. Report is being filed as the problem that facility has identified includes the similarity of the writing on the lidocaine and heparin infusions. The colors are exactly the same. It is hoped that this could be evaluated in the interest of pt safety.